Event description:
The user stated the pathologist had been reviewing ckmb results and noticed pt samples with normal ck results, but elevated ckmb results. The user sent samples from 5 ml yellow top serum tubes to a reference lab for comparison testing by electrophoresis on agarose gel done on a helena 2000 densitometer. Three sets of pt results were provided. Sample 1: ckmb initial result was 4.2 ng per ml, result from the reference lab was 0%. The user stated it was unk if the erroneous results had been reported. No patients were adversely affected by the erroneous results. The user did not want a service as they feel this is a sample specific issue and not an analyzer issue.

Event description:
The user stated the pathologist had been reviewing ckmb results and noticed pt samples with normal ck results, but elevated ckmb results. The user sent samples from 5 ml yellow top serum tubes to a reference lab for comparison testing by electrophoresis on agarose gel done on a helena 2000 densitometer. Three sets of pt results were provided. Sample 2: ckmb initial result on (B) (6) 2009 was 3.9 ng per ml, result from the reference lab was 0%. The user stated it was unk if the erroneous results had been reported. No patients were adversely affected by the erroneous results. The user did not want a service as they feel this is a sample specific issue not an analyzer issue.

Event description:
The user stated the pathologist had been reviewing ckmb results and noticed pt samples with normal ck results, but elevated ckmb results. The user sent samples from 5 ml yellow top serum tubes to a reference lab for comparison testing by electrophoresis on agarose gel done on a helena 2000 densitometer. Three sets of pt results were provided. Sample 3: ckmb initial result on (B) (6) 2009 or after was 3.8 ng per ml, result from reference lab was 0%. The user stated it was unk if the erroneous results had been reported. No patients were adversely affected by the erroneous results. The user did not want a service as they feel this is a sample specific issue not an analyzer issue.

Event description:
Na

Manufacturer narrative:
It is known that the reference ranges between various types of patients might differ largely. The data provided by the customer was reviewed with respect to these different reference ranges and it can be questioned if a significant increase of the ck-mb result was present. In addition, the electrophoresis method might not be suitable as a confirmation method due to its lower sensitivity to detect low amounts of ck-mb in a vast majority of ck-mm. A recent adjustment in the standardization curve led to lower recovery of approximately 0.7 ng/ml across the measuring range. A product bulletin was issued to address this. No adverse events were reported.